Event description:
This lead was implanted on (B)(6) 2000. We received information on 12/27 /12 stating that the patient's atrial lead was replaced on (B)(6) 2011 for an unknown reason. No further information provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).